Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the guidewire would not fully advance through the left ventricular (lv) lead and required considerable force to remove from the lead. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A guidewire insertion test was performed and the guidewire passed through the coil lumen of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.